Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the retractor band connections were not properly secured. The field service engineer reseated the connections of the retractor band, adjusted the latch catch and cleaned the latch sensor to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer encountered a failure and unable to recover. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.